Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, the customer may have inadvertently pressed on the button; this could not be verified by the customer as the button alarm had occurred in the past. The customer's blood glucose level was not impacted. Tandem technical support educated the customer on the meaning of the button alarm and instructed the customer to keep items away from pressing on the button.